Event description:
A patient reported blood glucose results of "164 mg/dl" with a lifescan meter and "119 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution were replaced.